Event description:
The patient reported, she experiences shocking sensations in her head when stimulation is turned on as well as swelling over the leads. The patient stated that reprogramming did not resolve the issue and that her physician advised her to turn the scs system off for 8 weeks. Follow-up information indicated the sjm representative met with the patient and reprogramming was unsuccessful. The patient is to consult with her physician regarding taking surgical intervention at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.